Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.

Event description:
The customer reported that the max plus did not connect properly with the huber needle. As a consequence, they experienced a reduced flow rate and after having infused all night they noticed a leak at the valve. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.